Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed an unknown error message during testing and continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on additional information obtained when the patient called back on (B)(6) 2016 and on additional information obtained by the csr during a follow-up call with the patient. The patient reported that the alleged meter issues began on (B)(6) 2016 at 7:30am. The patient informed the csr that she tests her blood glucose twice a day (once in the morning and once at night) and claimed her usual blood glucose results are "113, 116 and 125 mg/dl". The patient stated that she manages her diabetes with a combination of oral medication (2 pills of metformin 500mg daily; 1 pill of glipizide 5mg daily) and claimed she reduces her dose by half in response to low blood glucose readings. The patient stated that she continued to follow her usual diabetes management regimen in response to the alleged issues. During the follow-up call, the patient confirmed that 3-4 hours after the alleged issues started, she developed symptoms of "headaches, sweatiness and shakiness"; symptoms she associated with low blood glucose. The patient claimed she treated herself with orange juice in response to the symptoms. During the follow-up call, the patient attributed the onset of the symptoms to being unable to test her blood glucose due to the alleged meter issues and make appropriate medication adjustments. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the patient through a retest and the apply sample issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issues began.